Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found cracks on the side of the video connector. Additionally, fluid invasion was found in the video connector and contact point corrosion. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the investigation results, no nonconformities were found. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had a crack on tower of connecting section. There were no reports of patient harm.